Manufacturer narrative:
The sensor kit expiration date is 31 may 2020. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. If additional information is obtained a follow up will be submitted. All pertinent information available to abbott diabetes care has been submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer experienced a skin reaction while wearing an adc freestyle libre sensor and experienced symptoms described as itching, and pain at the sensor site. Upon sensor removal, redness, swelling, inflammation, and purulent was observed. Customer had contact with a healthcare professional and received unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.